Event description:
A caregiver (cg) contacted baxter's technical service center requesting assistance to re-prime the homechoice (hc) machine; the cg stated, she was unsure how to reprime the hc. The technical service representative (tsr) assisted the cg to re-prime the patient line. The cg confirmed all clamps were open. The issue was resolved over the phone. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Therapy continued with actual product sample. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of an incomplete prime. The reported condition was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to use error. Patient left all clamps open during prime. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.